Manufacturer narrative:
E1: initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A 3 x 32mm synergy xd stent was advanced and deployed at nominal pressure, which resulted in a distal edge dissection. A 2.50 x 24 mm synergy xd stent was deployed to seal the dissection. The procedure was completed without any further complications, and the patient remained stable.